Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is shutting down and alarming failed battery test. Customer also reported that is has some cracks and a chip is missing where the battery cap screws on. It is cracked from the reservoir compartment to the corner of the screen. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken battery tube threads and cracked reservoir tube window corners, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and cracked reservoir tube.